Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of an increase in recharge burden of the scs ipg. The patient stated the recharge burden progressively worsened over time. Reportedly, the patient used to charge every two weeks but was currently recharging everyday for 4-6 hours because the ipg would only hold a charge for half a day. Consequently, the patient's scs ipg was replaced with a new one.